Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in an adult female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included postpartum state since (B)(6) 2014 and general anesthesia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding periods"), dysmenorrhoea ("painful sporadic menstrual"), migraine ("migraines"), pruritus ("constant itching"), dyspareunia ("intercourse pain"), alopecia ("hair loss") and pain in extremity ("legs hurt"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, pruritus, dyspareunia, alopecia and pain in extremity outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pain in extremity, pelvic pain and pruritus to be related to essure. Quality-safety evaluation of ptc: no sample returned. The reported complaint does not specify any device malfunction during insertion, we are not able to relate the events to a manufacturing quality defect. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received: essure removal date added, details added in pelvic pain with seriousness intervention required ticked. Indication was added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.